Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, noted the lack of maintenance of the device and that it had not been handled properly. The device was serviced and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reports the device became loose especially when drilling. This report is 1 of 1 for event #(B)(4).